Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.

Event description:
It was reported that the device did not power on while at home with the patient but showed to have a full battery when returned to the facility. The reporter also noted that the pharmacy overfilled the bags by 10cc's, and the medication was given at a rate of 0.6/hr. However, in some cases the bag was empty three to nine hours before the dose finished. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.